Manufacturer narrative:
The lead is currently undergoing analysis. When analysis is complete, this report will be updated.

Event description:
Boston scientific received information that this lead dislodged during a revision procedure. The lead was attempted to be repositioned; helix issues were encountered during the attempt as the helix spun freely with attempts to turn the helix. A helix fracture was suspected. The lead was explanted and returned for analysis. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.